Manufacturer narrative:
The unit was rebooted and the issue was resolved. No error found, no repair. H3 other text : the unit was rebooted and the issue was resolved. No error found, no repair.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported and error that resulted in an inability to initiate mechanical ventilation. There was no patient involvement.